Event description:
Patient had progressive difficulty using cochlear implant since 1996. The device had several shorts which were deactivated. Based on clinical assessment by their cochlear implant team, this patient was explanted and reimplanted. Explantation/reimplantation surgery occurred in 2001. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.